Event description:
A pharmacist reported that before the intraocular lens implant lens procedure, that there was scratched disc of the lens caused by a pusher that does not move linearly. No further information was expected.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).